Manufacturer narrative:
(B)(4) clinical trial. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 31, 2018 that a wallflex biliary fully covered rmv stent was to be used on (B)(6) 2018, as part of e7058 wallflex biliary fully covered chronic pancreatitis registry clinical trial. According to the complainant, the patient was diagnosed with chronic calcific pancreatitis on an unknown date and the etiology was alcohol. On (B)(6) 2018, liver function tests were performed. On (B)(6) 2018, assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were reported: fever, chills, nausea and vomiting. On (B)(6) 2018, the patient underwent biliary stent placement with biliary sphincterotomy for distal biliary stricture as an outpatient procedure. Prophylactic antibiotics were administered. Reportedly, the stricture had been previously treated with sphincterotomy and stent placement. The previously placed pancreatic stent was present and was not removed during the study stent placement. During the initial stent placement procedure, the wallflex biliary fully covered rmv stent (lot# 20843727 ) was able to be deployed but was not fully expanded. The stent was removed from the patient and a second wallflex biliary fully covered rmv stent (lot # 20892695) was deployed in a satisfactory position across the distal biliary stricture.